Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "(B)(6) 2016 we had a very critical patient on many medications to maintain blood pressure heart rate etc. The staff report that they had some issues with the saphires shutting off and programing length again. The staff filled out a clarity and tagged the pump they were having an issue with. They had the most important vasoactive medications on the hospiras but ultimately there was quite a bit of time spent re-priming medications and seeking other pumps on a very critical patient. The staff wanted to change all of them out to hospira but there were no extra to be found on this night. Sccu was full and had several patients that required many of the hospira pumps as well and were being told there were none in the hospital. The need to keep the saphire infusing was crucial. The note in the clarity from brittany stoltman (charge nurse on the night event happened) read: multiple saphire pumps (10-12) in use with this critically ill patient. Pumps continued to alarm and not run. Several alarms air in line. Pt required 3-4 nurses and these pumps were not working appropriately for this critical patient. No hospira pumps available for use." Additional information: "the staff report that "several" pumps took a "lengthy" time and multiple additional steps to program and "reprogram" on a very critical patient. I want to reinforce that due to the issues the pumps have been having the staff have not used the saphire pumps for the active titrating of vasoactive drips due to the length of time it takes for them to reprogram the function of simply changing the rate. If they are to be used for a vasoactive medication it is reported that the use is for a medication that is not being titrated. Had there been more alternate pumps available the saphire would have been discontinued on this patient. It was reported to me that the saphire pumps being used had several "air" in line alarms. The pumps in question had to be reprimed. Some manually and some by the pump. They felt neither made a difference in having the alarm happen again after this step. They have been informed of the pumps actually accounting for "accumulated air". It is practice to reprime the pump in these instances as was suggested by the company when the issues arose on previous dates in a meeting that was held with your company reps. This was not a situation to be assessing air alarms in this particular patient at that particular time. Again, repriming led to reprogramming the pump from the very beginning sequence adding more time and loss of medication. The staff also reported when making a rate change the pump would default back to the main screen on more that one occasion. I want to reiterate the staff informed me that they tried manually priming as well as priming with the machine settings and the alarms continued. The staff report that sedation medications infusing on the pumps were having the same issue. Having to reprime the medication allotted for waste of the medication needing additional call to pharmacy to explain why another dose was needed so soon. This was also an issue with albumin and intermittent antibiotics. To answer the above question the issues the pumps posed for the care of this patient definitely delayed/hindered the care of this patient. It also required multiple staff to deal with pump issues and extra time taking away from the care of the other patients in the department. In case there was a message on the screen indicating that there was a problem , please quote the exact text of the message. As this is a retrospective response the exact message is not available. "Air in line" and having the medication screen restart to zero instead of allowing a rate change or continuing the same medication were the synopsized message a received from my staff. Administration set used (type and lot number):66-156-5g infusion set with vented/non-vented drip chamber, slide clamp, back check valve, needleless y-site, administration cassette, slide clamp, roller clamp, needleless y-site and spin male luer lock. Drug administered:drugs that were used on several of the saphire pumps that had issues were versed titrated between 3-5mg precidex titrated to 0.4 propofol titrated to 30mg/kg/ml amiodorone bolus and drip titrated to .5sodium bicarbinate titrated 75 to 150ml hr protonix at 52ml/hr phenylephrine titrated from 30-180mg vasopressin .04mg dopamine titrated to 20 mcg/kg/hr intermittent antibiotics and albumin were also infused. Staff report had there been more of the alternative pumps to use they would have discontinued all of the saphire pumps in use for this patient. Drugs used on alternative pump without any issues were epinephrine, levophed and normal saline. Priming method (manual / with pump):manual and with pump."